Event description:
The report stated that the jaws of the ligasure handpiece could not be opened. There was no patient injury.

Manufacturer narrative:
Date of initial report: november 21, 2007. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.